Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter was replaced to resolve the odor/smells and haze/mist/vapor issue. The fse confirmed the unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue and the haze/mist/vapor is the catalytic converter. The field service engineer replaced this parts and confirmed the sterrad® 200 was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of a odor and haze/mist emitting from the sterrad® 200 sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.